Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the implantable cardioverter defibrillator (ICD) system was removed due to a pocket infection. The organism was identified as methicillin-resistant staphylococcus aureus. No further patient complications have been reported as a result of this event.